Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty connecting the right ventricular (rv) lead to this device. Several pacing impedance measurements of greater than 3,000 ohms were observed on both the rv and left ventricular (lv) leads, and noise was noted on the rv channel. The rv lead was disconnected and reconnected several times. After using a sterile solution on the device header, the rv and lv pacing impedance measurements were normal and the noise on the rv lead was resolved. The procedure was completed with no further issues. However, at the device check three days post-implant, the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Ra sensing and pacing were appropriate. Additionally, the lv pacing impedance measurements were variable between 1,000 to 3,000 ohms and loss of capture (loc) was observed. Reprogramming the lv pacing configuration did not resolve the impedance of capture issues. An x-ray was performed, which confirmed the leads had not moved in position. The device was reprogrammed for rv-only pacing and a device replacement procedure was planned for the following day. At the procedure, this device was explanted and a new device of the same model was connected to the leads. All lead measurements were within normal range and the procedure was completed successfully. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact. Test leads were inserted into the device header with no resistance observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.